Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call that the insulin pump stopped working. The device fell and hit the floor. It had a low battery. They replaced the battery but it would not turn on. The customer¿s blood glucose level was unknown. Troubleshooting was performed but the display did not return. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump was received with blank display due to moisture damage on battery tube. Unable to perform functional testings due to blank display. Unit was received with minor scratched lcd window.